Manufacturer narrative:
(B)(4). The reported complaint of short battery runtime is not able to be confirmed. No part was returned for investigation. According to the service report from the distributor, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servier must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported "they had noticed battery mode on morning check, removed and re-connected the power cable and repeated and it was fine. Continued to use this pump for patient that day. During transfer, 40 mins into journey, amber alarm < 10 min of battery remaining. (Alarm history being pulled off by engineers and should be available soon). 10 minutes left 16.20, pump shut down 16.28. Patient condition after pump switched off: patient was stable and suffered no issues as a result, patient is alive and well. Patient felt happier with pump off as he could feel the balloon inflation and didn't like the sensation".

Manufacturer narrative:
(B)(4). UDI number unavailable as complainant did not report a valid lot number.

Event description:
It was reported "they had noticed battery mode on morning check, removed and re-connected the power cable and repeated and it was fine. Continued to use this pump for patient that day. During transfer, 40 mins into journey, amber alarm < 10 min of battery remaining. (Alarm history being pulled off by engineers and should be available soon). 10 minutes left 16.20, pump shut down 16.28 patient condition after pump switched off: patient was stable and suffered no issues as a result, patient is alive and well. Patient felt happier with pump off as he could feel the balloon inflation and didn't like the sensation".